Event description:
It was reported that the patient developed exit block. The right ventricular lead exhibited loss of capture and was capped and left in situ and replaced with another sjm lead on (B)(6) 2017. The patient is stable and well and did not have any adverse events.